Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, four resolute onyx drug eluting stents were implanted in the rca and lad. Approximately 9 months post procedure, patient died. Death is of unknown cause. Investigator and sponsor assessed event is not related to device or anti platelet medications.

Manufacturer narrative:
Additional information: the cec adjudicated the event as a cardiac death and commented that the cause of death was unknown. Correction: it was stated that the patient had died of multiple diseases at home without any treatment or rescue measures. Patient history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.